Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2017. It was reported that the cause of the pump malfunction was unknown, and the cause of the catheter malfunction was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-sep-30. It was reported that all was working after the system was revised.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a manufacturer representative on (B)(6) 2017 that the pump was working properly, and only the catheter needed to be replaced. Additional information was received from a healthcare provider on (B)(6) 2017. It was confirmed that both the pump and catheter were replaced.

Manufacturer narrative:
Other relevant components include: product ID 8578 lot# n147409 serial# implanted: (B)(6)2008. Explanted: (B)(6) 2017 product type catheter. Product ID 8709 lot# serial# (B)(4)implanted: (B)(6) 2003. Explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving baclofen (2000 mcg/ml at 2546.1 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) 2017 it was reported that the patient was admitted to the hospital with pain and spasticity. The patient was also diaphoretic and tachycardic. There was a possible infection, but they had ruled out a uti (urinary tract infection) stating that the patient¿s ¿urine is always dirty¿. The patient¿s blood pressure and heart rate were fine and she denied having fever, chills, sweats, nausea, and vomiting. They wanted to rule out any malfunction of the pump and were planning to do a ¿pump-o-gram¿ tomorrow. Additional information was received on (B)(6)2017 from a company representative who reported that it was confirmed that the pump and catheter were working without issue. The logs showed no issues and a dye study was performed today and the catheter was confirmed as patent and had no issues. No further patient complications have been reported as a result of this event. Additional information was received from a healthcare provider on (B)(6) 2017. It was reported that the cause of the patient's symptoms was probable pump failure of the catheter system. The pump and catheter were replaced to resolve the patient's symptoms.